Event description:
Device #4 of 5: reference MFR. Report: 3006705815-2018-00532; 1627487-2018-02469; 3006705815-2018-00533 ; 1627487-2018-02475. Follow up information identified the infection began within a few days of implant which was on (B)(6) 2018. The infection was diagnosed within a week of date of implant. The infection began at the ipg site, however at time of explant it appeared that the infection was tracking along the lead. The patient was hospitalized and treated with IV antibiotics prior to explant and showed minimal improvement hence underwent explant and remained hospitalized and received IV antibiotics. The infection has resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #4 of 5: reference MFR. Report: 3006705815-2018-00532, 1627487-2018-02469, 3006705815-2018-00533, 1627487-2018-02475. It was reported the patient has an infection. The patient underwent surgical intervention on (B)(6) 2018 where the entire scs system was explanted.